Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A pharmacist reported that during a cataract removal with intraocular lens (iol) implant procedure, blocking and rupture of a limb of the implant occurred in the injector. The implant was noted to be stable at the end of the procedure; the implant was not exchanged. Additional information was received, indicating that the implant is still in the eye because it was preferred to leave it and see how it "behaved" in order to avoid widening the incision and explant later if necessary. No immediate serious consequences were observed at postoperative day one. It was noted, however, that although the iol was implanted in the capsular bag, it is very "ascended".